Event description:
An alarm 2 followed by alarm 26 was reported by the caller, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts assisted in filling and loading a new cartridge, and the customer was advised to replace supplies as necessary and resume insulin therapy.